Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the provided implant identified sign of use. No bone cement attached to its back femoral implant. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified the following: initial ops noted confirmed that the bone cement was used to complete the surgery. Revision surgery noted found that the femoral component was grossly loose and the tibial plate was well fixed. No infection was noted. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that a patient underwent right knee revision approximately three and a half years post-implantation due to femoral loosening and possible infection. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that a patient underwent right knee revision approximately three and a half years post-implantation due to femoral loosening and possible infection. During the revision, it was noted that there was no cement bonding to the femoral bone. The tibial tray was more stable, but both components were revised. Infection was ruled out via intraoperative cultures.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00067 and 3007963827-2021-00068. Concomitant medical devices: tibia cemented 5 degree stemmed right size g catalog#: 42532007902 lot#: 63609784. Palacos r + g (1x40) catalog#: 66022663 lot#: 85894585. 2.5 mm female hex screw 25 mm length catalog#: 42509902525 lot#: 63668254. Articular surface fixed bearing cruciate retaining (cr) right 11 mm height catalog#: 42522000611 lot#: 62966771. All-poly patella cemented 32 mm diameter catalog#: 42540200032 lot#: 63468118. Foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent right knee revision approximately three and a half years post-implantation due to loosening and possible infection. Attempts have been made and no further information has been provided.